Event description:
My wife (B)(6) had surgery for a hiatal hernia performed at (B)(6) hospital. When released on (B)(6) 2014 I had to rush her to (B)(6) hospital. It turns out she had c-diff from her surgery and aeromonas hydrophilia, then came blood sugar problems, dehydration, weight loss, numerous infections. I went to (B)(6) department of health. Their doctor told me she had a suture vicryl to be exact put in her that had been recalled. They told us to get a lawyer. When we got the lawyer they changed their story and said they never said that and now neither the (B)(6) department of health nor (B)(6) hospital will give us the lot number or batch number the hospital said they are not required to keep tract of lot numbers for sutures even if they were recalled. Her name is (B)(6) in risk management.